Event description:
A complaint was received that indicates the glucometer elite system will only display "lo" or "hi". A "lo" result indicates that the blood sugar measurement is less than 20 mg/dl, while a "hi" indicates that a blood sugar is greater than 600 mg/dl. Both results represent a serious diabetic condition. In addition, the system would not accept a program code other than f-11. While on the phone the customer stated that they used excel off brand reagent strips, and now that they went back to the elite reagent, they noticed the problem. The customer was advised that bayer does not supply or recommend the use of excel off brand reagent strips in the elite system. However, since the customer was now using bayer supplied reagent (elite reagent) and was only receiving "lo" and "hi" results, further investigation is needed. The customer did not have a check sensor to test the electronic operation of the system. A request was made to return the system for evaluation. In the meantime, a replacement system was provided for customer use.